Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen on (B)(6) 2018 using the legacy coolmax applicator. They were treated to the bilateral arms on (B)(6) 2018 using the legacy coolfit applicator. They were also treated to the bilateral bra roll (anterior) and bilateral bra roll (posterior) on (B)(6) 2018 using the legacy coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) 3 months after treatment. The patient was diagnosed with pah in the upper abdomen, lower abdomen, and bilateral bra fat on (B)(6) 2019. The pah was described as firm to the touch and larger than surrounding tissue. The patient was diagnosed with pah in the bilateral arms on (B)(6) 2019. The pah was described as larger and firmer tissue than the surrounding area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen on (B)(6) 2018 using the legacy coolmax applicator. They were treated to the bilateral arms on (B)(6) 2018 using the legacy coolfit applicator. They were also treated to the bilateral bra roll (anterior) and bilateral bra roll (posterior) on (B)(6) 2018 using the legacy coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) 3 months after treatment. The patient was diagnosed with pah in the upper abdomen, lower abdomen, and bilateral bra fat on (B)(6) 2019. The pah was described as firm to the touch and larger than surrounding tissue.the patient was diagnosed with pah in the bilateral arms on (B)(6) 2019. The pah was described as larger and firmer tissue than the surrounding area.

Manufacturer narrative:
Correction removal numbers (h.9) continued: z-1350-2022 this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.